Event description:
It was reported that the patient presented for in clinic follow-up. During device interrogation, an inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD) immediately after the programmable probe was placed. Additionally, the right ventricular (rv) lead exhibited low sensing and electromagnetic interference (emi) oversensing was noted. The physician explanted the ICD and rv lead. The patient condition was stable.

Manufacturer narrative:
Reported complaint of inappropriate shock was not confirmed. The device was received with normal output and normal telemetry. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including lead impedance, high voltage shock and output test, and no issues were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.